Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products: associated MDR # 1225714-2013-01974.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01973 and 1225714-2013-01974.

Manufacturer narrative:
Additional information has been requested, but no additional information has been submitted at the time of this report. This is one of two device reports for this event. Associated mfg. Report number(s): 1225714-2013-01973 and 1225714-2013-01974.